Event description:
It was reported that during a gastrectomy procedure, the hand switch did not function properly on one device. An error 5 was displayed on a second device. Another device was used to complete the case. There were no adverse consequences to the patient. Both devices were discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.